Manufacturer narrative:
(B)(4). Attempt to gather additional information from the field concerning this event were unsuccessful. The cause of the high impedance value remains unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the right ventricular lead was abandoned and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator and right ventricular lead exhibited an out of range pacing impedance measurement of greater than 2000 ohms. The system continues to remain implanted and in service and no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information is being requested from the field. This report will be updated should further information become available.